Event description:
Info received indicates while performing maintenance check, the tech found the ground resistance reading was out of range for the bed.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.